Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the reservoir did not work. Customer's blood glucose was 594 mg/dl at the time of incident. Troubleshooting found that the pump stopped working after a new reservoir was installed and alarmed multiple no delivery alarms. Troubleshooting advised that the customer will be provided with supplies. No further details given.